Manufacturer narrative:
Product complaint # (B)(4). D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. H6 component code: appropriate term/code not available (g07002) used to capture no findings available. Investigation summary ==> no device associated with this report was received for examination. An evaluation of the manufacturing record could not be performed as the required product/lot number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot ==> the device lot number is unknown, therefore a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Subject ID: (B)(6). Study no: dots clinical adverse events received for hip revision with potential removal of depuy components device and procedure(relatedness) device related: information not provided procedure related: information not provided date of event: information not provided date of implant: information not provided date of revision: (B)(6) 2024 device location: information not provided treatment/impact: revision geographical location: information not provided additional event information (B)(4) operative note ad 26 july 2024 was reviewed by clinician: on (B)(6) 2024, the patient had a revision right total hip arthroplasty to address right hip pain and instability and was converted to dual mobility. Prior to surgery, the patient experienced two dislocations that required closed reduction with IV sedation. The surgeon reposition the socket (acetabular cup) which appeared to have moved into a more horizontal position. The surgeon placed two liners, a screw and femoral head.